Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced no delivery alarms. Customer's blood glucose was 554 mg/dl. It was reported that insulin did exit with a 5.0 unit fixed prime. Customer was not able to check site. Customer was advised to that infusion set would be replaced.